Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 82-year-old female of unknown ethnicity with acute right heart failure was implanted with an impella rp device for mechanical circulatory support. It was reported that the impella rp pump migrated during support with outlet positioning resting in the right ventricle. Due to the shift in position, the decision was made to replace the impella rp with an impella rp smartasssist device via right femoral venous access. There was no patient harm as a result of the issue.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the positioning issue was not determined since product was not returned and insufficient clinical information provided related to positioning issue.